Event description:
It was reported that after implantation, the medication seeps out from the safety valve cap during bolus injection. After the tube clamp is clamped at the proximal close of the patient, the air is trapped into the tube cavity by the safety valve cap when it is pumped back. Customer change needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a y-site valve leak is inconclusive due to poor sample condition. One photo sample of a safestep infusion set was provided for evaluation. The device is shown outside of patient use with the safety mechanism fully activated. A syringe is attached to the luer hub. The y-site blue valve is visible; however, no fluid leak is visible in the photo. No apparent damage on the device is present. Based on the photo sample provided, possible contributing factors include over-pressurization and valve damage. Since the presence of a leak could not be confirmed from the image provided, the complaint remains inconclusive at this time. The product instructions for use (IFU) warnings state, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site of the returned 20g x 1¿ safestep with y-site was confirmed. Small, dried drops of a brownish red liquid were seen on the y-site housing of the returned sample, around the perimeter of the valve stem. Microscopic examination of the y-site valve revealed a slightly rough surface on the valve stem surface with minor pitting and gouging. The entire perimeter of the valve stem contacted the valve housing. Functional testing of the infusion set revealed that the infusion set was patent to infusion and aspiration. No occlusions were detected in the device. When the infusion set was flushed through the proximal connector, no leaks were seen along the valve or the valve housing. Initially, upon pressurizing the lumen, no leaks were observed. However, pressurizing the lumen through the proximal connector, after the y-injection site was accessed with the syringe and flushed with water, caused small drops of fluid to become visible at the y-site along the edge of the blue valve stem. No continuous leak of fluid was observed when the infusion set was under a positive pressure and no continuous leak of air was aspirated through the valve when the infusion set was under a negative pressure. The blue stem of the valve moved slightly according to the pressure to which it was exposed. Under vacuum, the exposed surface of the stem was slightly drawn within the white valve housing. A positive pressure caused the top of the stem to extend slightly from the white valve housing. Any fluid that was positioned between the blue valve stem and the white valve housing appeared to be pushed out from the white valve housing under a positive pressure. No fluid bypassed the sealing edge of the blue valve stem during aspiration or infusion. Subjecting the infusion set to a sustained positive pressure revealed no continuous leaks at the y-site. Likewise, while the device was under a sustained negative pressure, no air entered the infusion set during aspiration. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ h3 other text : evaluation findings are in section h.11

Event description:
It was reported that after implantation, the medication seeps out from the safety valve cap during bolus injection. After the tube clamp is clamped at the proximal close of the patient, the air is trapped into the tube cavity by the safety valve cap when it is pumped back. Customer change needle.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of aseuf059 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after implantation, the medication seeps out from the safety valve cap during bolus injection. After the tube clamp is clamped at the proximal close of the patient, the air is trapped into the tube cavity by the safety valve cap when it is pumped back. Customer change needle.